Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for premature depletion. The device was implanted 35.6 months. It was successfully replaced, and was returned for analysis.